Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The balloon was inflated two times at 6 atmopsheres (atm) for 20 seconds and 10 atm for 20 seconds respectively. However, during third inflation at 10 atm, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.